Event description:
It was reported that during set up for a surgical procedure using the coblator ii surgery system the physician noticed a burning smell being emitted from the controller. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.